Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior, brown particles in the fill channel and yellow particles inner device leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening crease sharp on posterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool, an opening crease sharp on posterior assessed as fold flaw opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.